Manufacturer narrative:
The nurse reported that upon admission, the correct patient's name appeared without issue. The nurse reports that a few minutes later while he was stabilizing the patient, the name simply dropped off the g9 bedside monitor. No consequence or impact to the patient was reported. Nk cas pulled the logs off the device and pending investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the g9 unit: pu-681ra (sn# (B)(4)).

Event description:
The nurse reported that upon admission, the correct patient's name appeared without issue. The nurse reports that a few minutes later while he was stabilizing the patient, the name simply dropped off the g9 bedside monitor. No consequence or impact to the patient was reported.